Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. Functional testing was able to duplicate the reported problem. It was determined that the most probable cause is an intermittent motor. The motor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a system fault and screen scratches. The event occurred during testing. There was no delay in therapy, no patient involvement and no patient harm.